Event description:
Information was received indicating that the pump was double beeping.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurences of a "no disposable" and "high pressure" alarms. Functional testing was performed and the reported issue was duplicated during the investigation. The investigation determined that a defective downstream sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.